Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issues were verified. Additionally the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Subsequently, the pump shut off unexpectedly. The customer's blood glucose was 457 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.